Manufacturer narrative:
Ortho clinical diagnostics (ocd) qa performed retained testing with anti-human globulin bioclone. The results of the retain testing were satisfactory. Customer testing was performed during validation testing of the reagent. Pt results were not affected.